Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated the customer experienced a high blood glucose of 12.2 mmol/l. Customer was using insulin pump system within 48 hours of reported high blood glucose event. The customer alleged the insulin pump was under delivering insulin due to basal rate cannot delivered based on her needs. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.